Event description:
It was reported that the patient had a wound infection that caused the wound not to heal. The physician believed that the infection was not device nor procedure related. There was no device malfunction suspected. All device components were explanted, and the patient was placed on antibiotics postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in approximately in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: (B)(4).